Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2012 at (B)(6) with dr. (B)(6) as implanting surgeon. -uneventful device explant on (B)(6) 2015. -device found in correct position/geometry. -nissen fundoplication performed immediately after explant of linx device. -patient in satisfactory condition after explant.